Manufacturer narrative:
Customer did not provide patient demographics such as age, date of birth, sex, weight, ethnicity or race. The customer repeated the erroneous patient results and they again recovered between 0 - 2umol/l. The customer tested qc material for other assays in order to assess the system. The qc recovery was outside specification for the system check. The customer then attempted to recalibrate the assays but they did not pass. The customer examined the instrument and found that the lid of the detergent tank was broken. A field service engineer (fse) was dispatched to the customer site to troubleshoot the issue. The fse found that the detergent tank float switch had malfunctioned and the cap was also broken. These parts were replaced by the fse. The reagent syringe was also replaced. The fse performed verification checks of the wash and dispensing system. All verification checks were within specification. There is sufficient evidence to suggest the cause of the questioned results are due to a hardware malfunction although no one part can be implicated as the sole contributor in this event. The beckman coulter internal identifier for this event is (B)(4).

Event description:
A customer in (B)(6) reported their au680 clinical chemistry analyzer generated false low creatinine patient results. The erroneous results were not reported out of the laboratory. There was no report of change in patient treatment.